Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(6), omsc surmised that the reported phenomenon was attributed to the failures of the printed circuit boards of the subject device. Also based on the things which it had been passed time since the subject manufacturing and there is no multiplicity, it might have been occurred due to accidental failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turned on at the preparation for use. At the incoming inspection for the repair, olympus (B)(6) checked the subject device and duplicated the reported phenomenon. It was found that the printed circuit board failure might have caused the reported phenomenon. There was no report of patient injury associated with this event.